Event description:
It was reported during follow up a sensing anomaly was observed. Double sensing due to t-wave oversensing was suspected. An older episode with strange signals was observed via review of egms.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.